Manufacturer narrative:
One sealed contact lens was returned to the manufacturer in unused condition. The lens was found to be within manufacturing specification and free from any fault of non-conformance. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges the contact lenses for the right (od) eye have caused his eye become swollen, it was painful and difficult to open. The patient indicates he sought medical treatment and was prescribed optive (otc wetting agent), durezol (corticosteroid), and lotemax (corticosteroid). Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.